Event description:
Caller reported cgm error 42, which related to a sensor issue on their device. There was no adverse impact to the customer's blood glucose level reported. Technical support guided the customer through a pump reset, after which the error code was not displayed again, and the sensor session started successfully.